Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. The pump was removed and replaced, and no patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. The pump was removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. No leaks were found in the pump. Based on the information available and analysis results, the reported clinical observations could not be confirmed. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).